Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra pro broke off during use. The following information was provided by the initial reporter, translated from french to english. Verbatim: I'm writing to you because my pen needles are often clogged and once I pricked myself in the arm the needle and stay in the arm I got scared." Customer removed the needle by tweezers and there was no need for medical intervention.

Manufacturer narrative:
H.6. Investigation: three photos were returned from lot. No. 9204758, cat. No. 320562. Visual examination of the returned photos was carried out and a broken piece of cannula attached to the carton was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The complaint could not be confirmed hence the root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that the bd micro-fine utra pro broke off during use. The following information was provided by the initial reporter, translated from french to engllish. Verbatim: I'm writing to you because my pen needles are often clogged and once I pricked myself in the arm the needle and stay in the arm I got scared." Customer removed the needle by tweezers and there was no need for medical intervention.